Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an over infusion. Patient involvement is unknown.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, rear housing was cracked on the top corner and upstream sensor seal was contaminated by fluid ingression. Per functional testing the customer problem was duplicated "over infusing" issue during the investigation. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause was the expulsor assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Recommended expulsor assembly to be replaced.